Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (lowest was below 40 mg/dl) and glucose tablets were consumed to address the low bg. The customer reported that the low bg was due to over-correction, exercise and stress. As the events had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the events with a healthcare provider.